Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with mentor cpx 4 breast tissue expander with suture tabs style 9200, 450cc which the left side deflated after implantation. As a result, the patient had the device explanted on (B)(6) 2018. The surgeon reported there was two pin holes and there was a fold at the top point of the tissue expender.

Manufacturer narrative:
On 04/10/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).